Manufacturer narrative:
The insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test due to blank display. Pump received with broken reservoir tube lip and missing reservoir tube o ring.

Event description:
The customer reported via phone call that reservoir lip ring was broken and rubber seal was came off. The customer¿s blood glucose level was unknown. The customer stated that the reservoir was able to lock in place. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. Troubleshooting was performed. The device will be returned for analysis.